Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 18 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 14 mm. The patient has a history of coronary artery disease and hypertension. It was reported that the right common iliac artery was dissected during the procedure. No leak was noted on final angiogram, and the aneurysm was reported to be successfully excluded. No additional information is available.